Event description:
It was reported that the patient underwent a mini-invasive spinal procedure at l4-l5 using posterior fixation. During the procedure, the rod could not get through l5 screw head. Reportedly, the extender was applied properly. The unilateral procedure was changed to open procedure. No further complications were reported.

Manufacturer narrative:
(B)(4): incision enlargement. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.